Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and diabetic coma. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 475 mg/dl after an unspecified duration of pod wear on the arm. The patient developed symptoms including nausea, dizziness, extreme exhaustion, and a general feeling of being unwell. The patient¿s daughter transported him to the emergency room (ER), where he was diagnosed with hyperglycemia. The patient further reported having experienced a diabetic coma. Treatment during the ER evaluation included insulin therapy and administration of fluids and saline for dehydration, with laboratory testing also performed. The patient remained in the ER for approximately 24 hours.